Manufacturer narrative:
The biomedical engineer reported that the heart rate (hr) for 1 patient is reporting a hr of zero on the transmitter but the waveform is still displayed. The central nurses' station (cns) displays both the hr and the waveform. The customer tried switching leads and transmitters twice but the issue persisted. The transmitter was replaced but the issue still continued, which indicates the cns to be the cause of the issue. Nihon kohden technical support provided further troubleshooting tips, including changing the lead type and ensuring the transmitter is set to aha. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the heart rate (hr) for 1 patient is reporting a hr of zero on the transmitter but the waveform is still displayed. The cns (central nurses' station) displays both the hr and the waveform.

Manufacturer narrative:
Details of complaint on (B)(6) 2018, customer reported one patient connected to zm-521pa transmitter where it was reporting heart rate of zero while showing waveform. The serial number was not available. The cns monitoring this transmitter was displaying a heart rate and a waveform. The patient's heart rate fluctuated between high 80s and low 90s. Customer had switched the leads and transmitter device twice, but the issue persisted. Additional information was not available. After repeated attempts to follow up with customer regarding the issue, nk ts did not receive any responses. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for the cns shows this is an isolated issue. Service history for this facility shows customer had not reported similar issues. Without additional information regarding this incident, the root cause of the reported issue could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the heart rate (hr) for 1 patient is reporting a hr of zero on the transmitter but the waveform is still displayed. The cns (central nurses' station) displays both the hr and the waveform.